Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint stated: ¿after t1 deployed, t2 couldn¿t be deployed.¿ t1, t2 and tainted suture were found inside the needle track. T2 was ahead of t1 and it was reversed; backward facing t1. The depth limiter was attached and was undamaged. The delivery curve was somewhat flattened. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. The device still cycled but no longer actuated properly due to the needle damage. Factors influencing successful anchoring include device ability, implant location and tissue condition. Per instructions for use: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during meniscus surgery, after t1 deployed, t2 couldn't be deployed. All the t's were removed. A back up was used to complete the surgery. No significant delay or patient injury were reported.